Event description:
It was reported that neurologist¿s handheld device had a frozen screen. A hard reset was performed but the issue was not resolved. The screen lock was confirmed to be not engaged. The handheld device and software flashcard have not been returned to date.

Event description:
Additional information was received stating that a hard reset resolved the issue with the handheld device.